Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a 980 ventilator was turned on, it was stuck in initialization. The ventilator was not in use on a patient at the time the event occurred.